Event description:
On 01/14/2026, fujifilm healthcare americas corporation was informed of an event involving the synapse pacs software 7.4.300. It was reported that the patient's age is showing incorrect value in synapse vx viewer, but it appears a correct value in zero viewer. Per customer, the error was noticed on sunday, on (B)(6). This was a skeletal survey for child abuse. When interpreting, since the normal appearance of the bones differs for different ages (age differences as small as weeks matter), the age appeared on images were different. The customer attempted to fix the issue by reloading the images. However, it did not fix the issue. After receiving the initial report from the customer, a fujifilm healthcare americas corporation engineer attempted to reproduce the issue. For patients under 3 months old, vx displays the age in months. For patients less than 1 month old, vx displays the age as "0m". However, when the patient is less than a few days old, vx displays an incorrect age in days (e.g., a 2-day-old patient displaying as "37d"). Although the age discrepancy was detected prior to potential misdiagnosis/mistreatment, fujifilm healthcare americas corporation is reporting this event due in abundance of caution. Ref: fujifilm healthcare americas corporation complaint#: (B)(4).